Event description:
The integra sales representative reported the following incident on behalf of the user facility: the device snapped just beneath the head during the implantation. The phyiscian was unable to retrieve the broken screw and left it in the patient as it had crossed fracture line. The phyiscian had pre-drilled with a 1.0 k- wire, prior to implantation of the device. This incident ID related to MDR 9615741-2007-00005.

Manufacturer narrative:
The product is not expected to be return. An investigation has been initiated based upon the reported information.